Manufacturer narrative:
The reported event of pneumonia including dyspnea and nausea, mitral insufficiency, a leaflet tear, and explant of the valve could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
In (B)(6) of 2016, a patient with rheumatic heart disease received a mechanical mitral valve and developed thrombosis in an infectious context. In (B)(6) 2016, the device was replaced with a 33 mm epic valve. In (B)(6) 2019, the patient developed an infection with symptoms of dyspnea and nausea and was treated with antibiotics for pneumonia. An echocardiogram was performed which revealed a large mitral insufficiency. On (B)(6) 2019, a double aortic and mitral valve replacement and explantation and replacement of the endocavitary cardiac stimulator with an epicardial cardiac stimulator was performed. The mitral epic valve was explanted and replaced with a 31 mm mosaic and 19 mm avalus valve. Upon explant, a tear was observed on the cusp (p2-p3). The biological tissue seemed normal with no calcium or fibrin and no stenosis. The patient remained hemodynamically stable.